Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined handling damage.

Event description:
Same case as MFR #: 2134265-2008-03934. It was reported that during preparation for a drug eluting stenting treatment procedure, stent damage occurred. During unpacking, the nurse noticed that the inner packaging 4.50x12mm taxus liberte stent was open, therefore the stent was unsterile and couldn't be used. Then the nurse opened another 4.50x12mm taxus liberte stent and during preparation, noticed that the stent struts were bent. The procedure was successfully completed with another 4.50x12mm taxus liberte stent.